Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed wear on the motor o-ring. However, the wear did not affect the functionality of the device during functional testing in the lab. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was scheduled for a replacement on (B)(6) 2017. A pump alarm was not heard on (B)(6) when the pump stalled, the patient first heard the alarm on (B)(6). Patients weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. The pump was replaced on 2017 (B)(4). Additional information was received from the rep on 2017-dec-29. It was stated that the cause of the patient not hearing the pump alarm was unknown. It was noted that the provided information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving dilaudid (concentration 30 mg/ml, dose 6.231 mg/day) via an implantable pump. The pump was alarming and patient stated there were no falls, no recent magnetic resonance imaging (MRI) and no exposure to electromagnetic interferences (emi), the patient heard the pump alarming and contacted the doctor¿s office. The patient was brought in and the pump was interrogated which showed multiple stalls varying from 25min to 1hr 8min, an attachment that was provided showed the first stall occurring on (B)(6) at 2:12am and recovered at 2:37am, stalled again on (B)(6) at 17:42, recovered 18:19, stalled again 22:11, recovered (B)(6) 00:02, stalled again 02:52 recovered (B)(6) 04:00, stalled again on (B)(6) 01:22, recovered 02:13, stalled again on (B)(6) 00:50, recovered 01:47 the patient did not experience any change in pain control. Surgical intervention did not occur but was planned and it was unknown as to whether it had been scheduled; the pump would be explanted and the explanted pump would be returned to the manufacturer. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. No further complications were reported.